Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15062. Related manufacturer reference number: 2017865-2021-15064. It was reported that there was noise oversensed on both the right atrial and right ventricular leads. It is unknown whether the oversensing is due to the leads or to the pacemaker. The patient was asymptomatic and in stable condition, and would continue to be monitored.